Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were evident throughout the sample. The catheter terminated between the 44cm and 45cm depth markings. Microscopic inspection of the distal end of the catheter revealed striations typical of a sharp instrument cut. A permanent sharp kinking impression was observed between the 5cm and 6cm depth markings. A longitudinally aligned split was observed at the 2cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The catheter kinked preferentially in the vicinity of the split during manual manipulation. Material discoloration was observed at the kink site. Microscopic inspection of the split revealed sharply defined granular edges. A small hole was observed near the middle of the split. The outside surface of the catheter was abraded and deformed in the vicinity of the hole. Inspection of the inside surface of the catheter opposite the split was unremarkable. The kinking and tensile weakness were typical of damage caused by excessive manipulation of the catheter. The material abrasion and deformation were indicative of contact between the catheter and some abrasive surface. The split was the result of that contact. The damage may have been the result of catheter securement techniques. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. A lot history review (lhr) of reap0980 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- per sales representative, facility reported that after a PICC was placed they were unable to draw blood and had difficulty flushing. It was said that they checked for a mechanical obstruction, flushed the PICC and then noticed saline leaking from insertion site. The PICC was further retracted, flushed twice and reportedly a puncture was noted. The PICC was removed.